Manufacturer narrative:
Concomitant products: product ID: neu_ptm_prog, product type: programmer, patient. Product ID: neu_unknown, product type: unknown.

Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that the patient implantable neuro stimulator (ins) turned on by itself and they cannot turn it back off. The patient states that he tried his magnet which did not work and he also went into (B)(6) and used a cardiac magnet which did no work as well. The caller reported that they not use their "handheld computer" because it broke several years ago. They wanted to turn off device because it is "annoying" and they have an upcoming CT myelogram and needs stimulation off for that. Patient was redirected to their healthcare provider to discuss replacing ins with a newer model.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.